Manufacturer narrative:
Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd catheter experienced leakage/damage/deformation which was noted during use. The following information was provided by the initial reporter: one connecta was noticed with crack several hours after start usage. No injury to the patient.

Manufacturer narrative:
The event description, medical device brand name, common device name, medical device type, device manufacturer, device expiration date, device manufacture date, unique identifier number, PMA/510(k)#, and device manufacture date have been updated.the following information has been updated: b.5. Describe event or problem: it was reported that the connecta plus3 white peg experienced leakage/damage/deformation which was noted during use. The following information was provided by the initial reporter: one connecta was noticed with cracked several hours after start usage no injury to the patient d.1. Medical device brand name: connecta plus3 white pegs; d.1. Common device name: stop cock; d.2. Medical device type: fmg; d.4. Medical device catalog #: 394601; d.4. Medical device lot #: 8122914; d.3. Medical device manufacturer: bd infusion therapy systems inc. S.a. De c.v., nogales; d.4. Medical device expiration date: 2021-04-30; d.4. Unique identifier (UDI) #: (B)(4); g.1. Manufacturing location: bd infusion therapy systems inc. S.a. De c.v., nogales; g.5. PMA/510(k)#: n/a; h.4. Device manufacture date: 2018-06-27; h3 other text : see h.10.

Event description:
It was reported that the connecta plus3 white peg experienced leakage/damage/deformation which was noted during use. The following information was provided by the initial reporter: one connecta was noticed with cracked several hours after start usage; no injury to the patient.